Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device was be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to an infection from the sensor. Troubleshooting was performed. The customer stated that her temperature was 103 and went up to 107 degrees. Reviewed the insertion and proper technique before inserting the sensor. The customer was not wearing the sensor since her admission. Advised the customer to consult with her doctor about proper site management and to check for allergic reactions to the platinum electrode. No further information was provided.